Event description:
During arthroplasty total hip surgical procedure the wrong sized ceramic head was implanted. The surgeon had requested a 32 mm head for implantation, but a 36 mm head was inserted with a 32 inner diameter acetabular component. The surgeon noted the non-concentrically reduced head on postoperative hip imaging study. The patient was taken back to the operating room on same day and had re-implantation for the correct sized 32 mm ceramic head for hip arthroplasty total hip procedure. During our investigation the surgeon commented that the packaging was shown to him at the surgical field. The packaging for the ceramic head/hip joint has changed since the 2 companies have recently merged. The font size for the specific size of the ceramic head is considerable smaller than the size of the -3 mm neck (which is highlighted in green). See photos attached. Size on each box/package has been circled. The surgeon says if someone is standing 4-5 feet away from you to show you the box prior to opening implant it is very difficult to see the exact size of ceramic head.